Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an health care provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing severe pain at pocket site. Hcp stated it is unrelated to stimulation itself. Hcp stated this is potentially due to nerve-related issue within pocket. Additional information was received from a manufacturer representative (rep). The rep reported that they spoke with the patient on the phone and they told them that they had a pocket revision done last week where the ipg was moved to the other side. They stated that they no longer had any nerve or pocket pain. The rep was not present or made aware of the issue until that point. They would follow up with the patient to make sure they are still doing well.